Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed damaged case seal. Customer?s reported issue was not duplicated during occlusion test, but some red grease was found on worm coupling facets which is causing of the intermittent motor rate error. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: cleaned and greased the whole motor assembly. Performed occlusion test and passed all functional tests.

Event description:
It was reported that travel course error event occurred. No patient injury reported.